Event description:
This report summarizes <noe> 34 </noe> malfunction events in which the device reportedly overheated. 33 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 37 events were previously reported during the reporting quarter; however:  - 3 events were reported in error. - 34 previously reported events are included in this follow-up record. Product return status 21 devices were received. 8 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status 7 reported events were confirmed. 14 reported events were not confirmed. Evaluation results 9 devices were found to be affected by corrosion. 10 devices were found to be affected by compromised lubrication. 2 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 34 previously reported events are included in this follow-up record. Product return status 22 devices were received. 12 devices were not available for evaluation.

Event description:
This report summarizes 34 malfunction events in which the device reportedly overheated. - 33 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 37 </noe> malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 37 previously reported events are included in this follow-up record. Product return status 21 devices were received. 16 device investigation types have not yet been determined. Event confirmation status 7 reported events were confirmed. 14 reported events were not confirmed. Evaluation results 9 devices were found to be affected by corrosion. 10 devices were found to be affected by compromised lubrication. 2 devices had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 37 events were reported for this quarter. Product return status: 15 devices were received. 22 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 11 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by compromised lubrication. 5 devices were found to be affected by internal corrosion. 2 devices had no problem found. Additional information: 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 37 </noe> malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact.